Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both of her breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral leakage from breast prostheses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 360cc gel breast prostheses that both ruptured after implantation. Bilateral leakage was diagnosed by mammogram and by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 340cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.